Event description:
It was reported that the pulse generator exhibited a modulated response anomaly. After a software upgrade, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).